Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. The reported event for device sensing problem was not confirmed. Final analysis found damage that was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for a new pacemaker system implant. During the procedure, the right ventricular lead exhibited poor sensing. The physician attempted to reposition the lead but the helix was unable to be retracted. The lead was removed and replaced. The patient was in stable condition.